Event description:
It was reported that the handpiece was found to have a leaking seal. There was no pt involvement. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.